Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: product ID: d264trm. Device product event summary: the full lead was returned, analyzed and the overlay tubing of the lead was extrinsically breached due to melting. The analyst commented the melted overlay tubing does not affect the performance of the lead and no anomalies could be attributed to the electrical component. Visual summary analysis of the lead indicated apparent explant damage. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited oversensing and high pacing impedance, along with insulation damage. The rv lead was explanted. No patient complications have been reported as a result of this event.